Event description:
Country of complaint: (B)(6). Patient had a total knee replacement of both right and left knee in 2012. It has been reported that 4 years later there has been loosening of the femoral component. Involved components: nn260p / plug f/tibial plateau. Nx029k / vega ps femoral component cemented f4n r. Nx051k / vega ps tibial plateau cemented t1. Nx111 / vega ps gliding surface t1/1+ 12mm. Nx051k / vega ps tibial plateau cemented t1. Nx110 / vega ps gliding surface t1/1+ 10mm.